Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.5 x 20 promus premier monorail stent was implanted into the circumflex artery. The physician then noted that there was still some lesion distal to the 3.5 x 20 promus premier stent. Subsequently, a 3.00x12mm promus premier¿ drug-eluting stent was advanced through the implanted 3.5 x 20 promus premier stent to treat the residual stenosis. However, due to a lot of calcium, the physician had to use a lot of force to get through the lesion and the stent came off of the balloon. The stent lodged inside the previously implanted 3.5 x 20 promus premier stent. The physician tried to snare or remove the dislodged stent with different wires and balloons, but failed. The physician decided to push the stent further down the vessel and trapped it by implanting an unspecified stent over it. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).